Manufacturer narrative:
A front wheel on the rollator fell off causing the end user to fall and get a bump on their head. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
A front wheel on the rollator fell off causing the end user to fall and get a bump on their head. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).